Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damage at implant. Lab personnel also noted that the lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that it was not possible to insert the stylet into the lead. The lead was attempted and not used. No patient complications have been reported as a result of this event.